Event description:
Additional information received reported the patient had psychiatric issues and that nothing was wrong with the device. It was reported ¿none of it is true¿ when referring to events the patient had previously reported. It was reported the only thing that was true was that the patient had spinal cerebella ataxia. It was noted it was a diagnosis the patient had but had nothing to do with the device. Neither the device nor the medication caused or contributed to it. The health care provider (hcp) was not willing to provide medication information due to the fact that there was no currently and never was an issue at all. It was reported there had been no surgical interventions or anything of the sort. It was reported ¿this is all fabricated¿ due to the mental issues of the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a ¿loop¿ around the pump in (B)(6) 2013. It was addressed and resolved by the health care provider (hcp) through surgery. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).